Event description:
Channel had been running and the pump was stopped to change tubing. When the channel was restarted, it began to run as normal. Then it stated that there was a channel error. Channel was stopped and replaced. It was then removed from service.